Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2013 allegedly due to a pseudotumor. The modular head taper adaptor and acetabular cup were removed and replaced with a biomet head and competitor cup and liner.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2013-06190 and 2014-05712).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2013 allegedly due to a pseudotumor. The modular head taper adaptor and acetabular cup were removed and replaced with a biomet head and competitor cup and liner. Additional information from legal counsel for the patient reports patient allegations of pain, trochanteric bursitis, tenderness, swelling, inflammation, disfigurement, disability, elevated chromium and cobalt and metallosis. Legal counsel further reports that fluid and inflamed tissue were noted during the revision surgery on (B)(6) 2013. Additional information provided in patient medical records indicate that the left hip revision procedure performed on (B)(6) 2013 was due to fluid collection and possible metal-metal reaction. The operative report noted soft tissue reaction due to metal debris; yellow fluid with flocculent material; a cyst; and tissue that had typical findings of alval. Additional information received in patient medical records noted that on (B)(6) 2013 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: intraoperative or postoperative bone fracture and/or postoperative pain. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6), 2011. Subsequently, patient was revised on (B)(6), 2013 allegedly due to a pseudotumor. The modular head taper adaptor and acetabular cup were removed and replaced with a biomet head and competitor cup and liner. Additional information from legal counsel for the patient reports patient allegations of pain, trochanteric bursitis, tenderness, swelling, inflammation, disfigurement, disability, elevated chromium and cobalt and metallosis. Legal counsel further reports that fluid and inflamed tissue were noted during the revision surgery on (B)(6), 2013. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.